Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii lvas, serial number (B)(6) , and the patient¿s outcome and reported bacteremia could not be conclusively established through this evaluation. The account reported the patient expired due to bacteremia on (B)(6) 2020. The heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) is not available for evaluation. Multiple attempts were sent to the account regarding patient outcome and the return of the device; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to bacteremia.